Event description:
I had an essure device implanted in (B)(6) of 2012. Since then I have suffered debilitating pain in my lower right abdominal area. The pain is getting worse as each month passes and I am actively seeking to have the implants removed. When I spoke with my obgyn, who performed the procedure, she assured me it wasn't from the device and that, "most women experience some pain or discomfort during their periods." However, I never had pain during my period before essure and it is far beyond discomfort. I can not walk or do much of anything other than go into the fetal position and cry. Additionally, I have experienced ongoing vaginal ph imbalance since the procedure. I never experienced such an issue before the procedure.